Event description:
A report was received that the stimulation in the legs was making the patient¿s pain worse. The patient will undergo an explant.

Event description:
A report was received that the stimulation in the legs was making the patient¿s pain worse. The patient will undergo an explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.